Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of right essure device.'), perforation ('perforation') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included high grade squamous intraepithelial lesion. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), allergy to metals ("nickel sensitivity"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), rash ("chronic rashes"), tooth disorder ("dental issues"), fatigue ("chronic fatigue"), arthralgia ("joint pain"), pain ("chronic body aches"), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy with bilateral salpingectomy and removal of essure.). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, perforation, device dislocation, pelvic pain, allergy to metals, genital haemorrhage, dyspareunia, rash, tooth disorder, fatigue, arthralgia, pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered allergy to metals, arthralgia, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pain, pelvic pain, perforation, rash and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: right fallopian tube: 6 cm in length, 0.4 cm in diameter, with palpable apparatus within proximal 2.5 cm segment, consistent with sterilization devices. Left fallopian tube: 6 cm in length, 0.4 cm in diameter, with palpable apparatus within proximal 3 cm segment, consistent with sterilization devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abnormal bleeding, dyspareunia, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: ppf received events migration and perforation" were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of right essure device.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included high grade squamous intraepithelial lesion. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), allergy to metals ("nickel sensitivity"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), rash ("chronic rashes"), tooth disorder ("dental issues"), fatigue ("chronic fatigue"), arthralgia ("joint pain"), pain ("chronic body aches"), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy with bilateral salpingectomy and removal of essure.). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, allergy to metals, genital haemorrhage, dyspareunia, rash, tooth disorder, fatigue, arthralgia, pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered allergy to metals, arthralgia, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pain, pelvic pain, rash and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: right fallopian tube: 6 cm in length, 0.4 cm in diameter, with palpable apparatus within proximal 2.5 cm segment, consistent with sterilization devices. Left fallopian tube: 6 cm in length, 0.4 cm in diameter, with palpable apparatus within proximal 3 cm segment, consistent with sterilization devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abnormal bleeding, dyspareunia, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of right essure device.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included high grade squamous intraepithelial lesion. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), allergy to metals ("nickel sensitivity"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), rash ("chronic rashes"), tooth disorder ("dental issues"), fatigue ("chronic fatigue"), arthralgia ("joint pain"), pain ("chronic body aches"), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy with bilateral salpingectomy and removal of essure.). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, allergy to metals, genital haemorrhage, dyspareunia, rash, tooth disorder, fatigue, arthralgia, pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered allergy to metals, arthralgia, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pain, pelvic pain, rash and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2019: right fallopian tube: 6 cm in length, 0.4 cm in diameter, with palpable apparatus within proximal 2.5 cm segment, consistent with sterilization devices. Left fallopian tube: 6 cm in length, 0.4 cm in diameter, with palpable apparatus within proximal 3 cm segment, consistent with sterilization devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abnormal bleeding, dyspareunia, dysmenorrhea. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.